Event description:
The customer reported that the insulin pump was not delivering insulin and he had high blood glucose over 600mg/dl. The caller experienced nausea, headache, urination, and felt sick. The customer stated that he did not contact his doctor regarding his high blood glucose, but he is going to the hospital. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.